Manufacturer narrative:
Consumer stated to invacare consumer affairs that she spoke to her doctor who stated that a 3 wheel scooter was not right for her medical needs. Consumer stated that there is nothing wrong with the scooter, she is just unstable and only a 100 pounds and would tip because she couldn't hold her body up. The doctor wrote her a prescription for a power wheelchair and invacare consumer affairs gave her 3 dealers in her area. Consumer is going to call and go look at the different power chairs and give them the prescription and get a power chair for her needs. She is not using the scooter anymore. No serious injury just sore after falling.

Event description:
Consumer stated that her l-3b scooter tipped over and she fell.